Event description:
The customer reported that he used this product from the lot number in question and has a wound on his foot that has increased in severity. He had a run of antibiotics to help resolve this but still has an open wound. He would use this product multiple times a day for checking his sugar and for daily injections. He has discontinued use when he was notified of the recall but he had already used half a box by that time. He is asking if the parasite could be in his blood and could it be a hindrance in healing his wound and other symptoms. Additional information received on (B)(6) 2026 stated that the lot number is 25f032262. He visited his local emergency room and was seen in person but was not admitted to the hospital. He went to the ER after being notified by amazon and verification of lot number recall. This was on a saturday. In the ER he was treated with antibiotics, vancomycin via IV and was prescribed oral sulfamethoxazole upon discharge. His symptoms were the wound, extreme fatigue, speech impairment, chronic cough, general pain and weakness, this still continues. He used the swabs daily but not on the wound when he noticed it was open. This was before he got the notice and once notified, he discontinued use. He is not sure if the prep pads caused the wound or if it is the reason the wound is not healing. He is greatly concerned the alcohol swabs may be the cause of all his symptoms.